Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the tip of the forceps did not open very much during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no patient harm.

Manufacturer narrative:
Three samples received in opened original packaging including cover foil. One sample is deformed. The devices showed surgery residuals. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The two well received forceps sample were visually and functionally inspected with the aid of a photomicroscope with various magnifications. The third sample could not be investigated because of its insufficient condition. After cleaning, it was found that the tubes are loose and block the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to verify. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).